Event description:
Procedure type: according to the reporter: a small metal part detached from the device and fell into the patient umbilicus, however it was retrieved. The pin did not fall into the surgical cavity. No injury was reported and the patient's condition is excellent.